Manufacturer narrative:
Correction: b5 was updated.

Event description:
During device preparation, it was observed that the guidewire had difficulty advancing through the left ventricular (lv) lead. This was attempted with two separate guidewires, both resulting in the same issue. The lv lead was not used and was replaced with a new lv lead, which was successfully implanted permanently. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire ¿where the bend meets the straight portion of the lead¿ was confirmed. As received, a complete lead without a guidewire was returned in one piece. Visual inspection found the inner coil damaged at the distal region of the lead. X-ray inspection found the inner coil damaged consistent with procedural damage. The cause of the reported event was isolated to damaged inner coil at the distal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies.

Event description:
During device preparation, it was noted that the guidewire had difficulties in advancing through the left ventricular (lv) leads. This was performed with two separate guidewires with the same result. The lv leads were not used and replaced. The patient was in stable condition throughout the procedure.